Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was to undergo a permanent implant procedure. However, the patient experienced respiratory issues in pre-op. As such, the procedure was abandoned before it began. Note: further device information is unknown.